Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient could not tolerate their device and had it removed a few years ago. Patient mentioned it only gave them pain on the back of their leg. No further complications were reported.